Event description:
Received info that pt fell on some stones last month and did not have hcp check her device. She complains that the stimulation on her right that goes to her "stomach" is not working even after she turns it up to 10.0v. Add'l info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).